Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition. The device involved in the complaint was returned by the customer and evaluated. Once the investigation is completed a follow-up report will be filed. (B)(4).

Event description:
Review of and service repair logs. Per repair authorization form: "no heat no cautery at blend of 40." (B)(4).

Manufacturer narrative:
(B)(4). Please find attached the leep 1000 final MDR submission package , regarding all initial MDR's ,and retro review initial MDR's filed for reports of intermittent function during use. The documents included in this package are as follows: leep system investigation summary, leep 1000 tech bulletin cover letter, tech service bulletin 12151, project #1676 - leep system 1000 root cause. This concludes coopersurgical' s root cause investigation. Coopersurgical, inc. Will continue to monitor the complaint condition for tending and safety.

Event description:
Review of and service repair logs. Per repair authorization form: " no heat no cautery at blend of 40." Ref repair order log (B)(4).